Manufacturer narrative:
Additional information was provided in b.5. And h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the consumer's daughter, who reported that according to a doctor her mom had a stroke in her eye, not a retinal detachment. There were no surgical or laser procedures done in february, they are going to schedule her MRI next. Daughter does not know name of doctor. No additional information available.

Manufacturer narrative:
Corrected information was provided in b.2. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A consumer's daughter reported that 2 days ago, her mother woke up with gray, fuzzy, blackish vision in her right eye. She denies any trauma to the head or falling in general. The patient states her eye felt dry a few days ago and she used generic tears in both eyes to relieve the dryness. Vision was fine after she used the drops. The next day she woke up with this issue. The iol was implanted approximately 10 years ago. Additional information was provided by the consumer's daughter, who reported that the consumer saw a specialist and they said her retina is detached. The consumer is scheduled today for a follow up, and possible procedure to treat her. The consumer's daughter stated that they did not give her much information and they do not know what caused it.